Event description:
It was reported to philips that the system displayed a blue screen and failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted and scheduled for another time. A philips field service engineer (fse) visited the site and confirmed that intermittently the monitor had a blue screen and failed to emit x-ray. The fse performed a functional analysis and found that the cable that connected the host-pc with the monitor was loose. The fse re-connected the loos cable. After the cable was reconnected, the system was returned to use in good working order. The codes were updated based on the investigation outcome.